Manufacturer narrative:
(B)(4). The customer reported that the load/unload pedal on the multifunctional footswitch (mffs) was not working properly. The philips field service engineer (fse) confirmed that the CT system was not in clinical use and there was no harm to a patient, operator or bystander. The fse stated that when the operator pressed the mffs, no motion of the patient support occurred and there was no uncommanded motion. The fse evaluated the CT system and determined that the mffs was stuck engaged due to some debris stuck under it (IV caps, dirt, contrast etc.). The fse cleaned the debris from the mffs to resolve the issue. The CT system is operational at the customer site.

Event description:
The customer reported that the load/unload pedal on the multifunctional footswitch (mffs) was not working properly. The philips field service engineer (fse) confirmed that the CT system was not in clinical use and there was no harm to a patient, operator or bystander. The fse stated that when the operator pressed the mffs, no motion of the patient support occurred and there was no uncommanded motion.